Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported an ¿occlusion¿ with juvéderm® ultra plus. The health professional feels that ¿something has changed with the filler or the plunger¿ of juvéderm® ultra xc that causes vascular occlusion to occur and that it is ¿penetrating the walls of the arteries.¿